Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters were kinked. The user stated that one box of 15 had kinks in them and could not be used. Another box of 22 also had kinks. The patient stated that she did not use the catheters once the packet was opened.

Event description:
It was reported that the catheters were kinked. The user stated that one box of 15 had kinks in them and could not be used. Another box of 22 also had kinks. The patient stated that she did not use the catheters once the packet was opened.

Manufacturer narrative:
The reported event was confirmed; however, the cause is unknown. Per visual inspection, the samples were bend near the mid-section. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands." Correction: MFR site.